Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies noted during testing. However, corroded battery tube and corroded power board.

Event description:
Customer reported via phone call that they were unable to exit the load reservoir process. The customer's blood glucose level was unknown at the time of incident. The device will be returned for analysis.